Manufacturer narrative:
This follow up report is being filed tos report additional information: reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to an unknown reason. The acetabular shell and liner were removed and replaced. No further information has been made available.

Manufacturer narrative:
Cmp-(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-05501 and 0001822565-2017-05502. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised for a poly swap. No further information has been made available.